Event description:
Caller states that a patient received the following results on an inform meter within 10 minutes: 26 mg/dl and 168 mg/dl. Patient did not exhibit hypoglycemic symptoms. Local procedure is to repeat glucose test; no lab test performed. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.